Event description:
Caller report pt reading of inratio >7.5 on one pt fingerstick, previous week's result was 4.5. She is not on heparin/lovex. Antibiotic was dropped from her mediation on monday. She is not anemic, on chemo or dialysis. No info on hematocrit level. She might be dehydrated due to diarrhea. Pt has no bleeding symptom.

Manufacturer narrative:
Investigation pending.